Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -13.0/1.0/092 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The lens was replaced with a longer length lens due to low vault with rotation on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).